Manufacturer narrative:
Section a: patient sex and weight information was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was asymptomatic with low flow alarms in the setting of normal blood pressure and euvolemic. Log files were sent for review. The log files captured low flow alarms on (B)(6) 2026. The estimated flow was fluctuating below the 2.0 liters per minute (lpm) threshold. These occurred at times when the pulsatility index (pi) was elevated. There no unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the event log file. It was later communicated on (B)(6) 2026 that the patient's labs and vital signs were normal and a computed tomography angiography (cta) and echocardiogram (echo) were taken. Outflow graft obstruction (ogo) was confirmed and the patient was admitted. On (B)(6) 2026, it was noted that there were only 2 holes from deairing needle during initial implant and additional log files were sent for review. The log file captured numerous low flow events on 01jul2026. There were no other unusual events recorded in the log file event history. The mechanical circulatory system (mcs) equipment was operating as intended.